Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right anterior coronary artery that was moderately calcified and mildly tortuous. The 3.5x48mm xience xpedition stent was advanced to the lesion and implanted; however, a long distal edge dissection was noted, so a 3.5x28mm xience alpine stent was advanced to the dissection and implanted. Another dissection was noted, so a 3.5x15mm xience alpine was implanted to treat that dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition stent referenced is filed under a separate medwatch report number.